Event description:
It was reported that a "dirt"-like substance was noted inside the sterile packaging of a perc ncircle nitinol tipless stone extractor. This was found during receiving/stocking, and there was no patient contact.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: d9, h3 investigation ¿ evaluation it was reported that a "dirt"-like substance was noted inside the sterile packaging of a perc ncircle nitinol tipless stone extractor. This was found during receiving/stocking, and there was no patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. Due diligence was carried out to retrieve the complaint device; however, the device was not returned. Therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. In response to this incident, the device history record for the reported lot was reviewed and no related nonconformances were identified. A database search found one other complaint has been reported for the same lot for the same failure mode. A review of the device specification was performed, including quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure packaging integrity prior to shipping. The evidence from the complaint file, device history record and quality control documents indicate that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The device was supplied with IFU t_shef_rev1 which includes the following caution: sterile if the package is unopened or undamaged. Do not used if package is broken. Based on the information provided, no returned device, and the results of the investigation, cook has concluded a cause for the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.